Event description:
It was reported that approximately two months following a single level (l1) balloon kyphoplasty, a patient was hospitalized for an infection involving the psoas muscle and soft tissue at the treated level. The patient was treated with antibiotics and is reported to be recovering from the infection. The patient reportedly had been hospitalized for sepsis, prior to the kyphoplasty procedure.

Manufacturer narrative:
Device not returned, follow up conversation with company representative and reporting physician.